Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for routine device check. During device check, high, out of range, low voltage lead impedance, no capture and no sensing was observed on the rv lead. Patient felt fatigue. Upon x-ray observation, fracture was observed on the rv lead. Lead was capped on (B)(6) 2016. Patient was stable post procedure.